Event description:
It was reported that the device would intermittently fail to turn on or power off. There was no pt use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control provided the customer technical assistance and parts info to repair the device. F/u with the reporter found that the customer removed the device from service and elected to use it as a spare part inventory due to repair costs. Hence, the cause of the reported malfunction could not be determined.